Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the stylus was gone however the cursor did not align with the stylus and calibration did not improve. It was noted that the display was the problem and the front cover insert was broken. All found defective parts were replaced and all other identified issues were resolved. The software was reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a missing stylus. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.